Manufacturer narrative:
Follow-up #1 date of submission 08/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: a review of the black box data showed multiple reboots in the black box. A visual inspection of the pump showed that there was moisture in the display lens. The pump powered on to a blank display. The complaint could not be fully investigated due to this. The pump failed a leak test due to an unrelated audio bolus button damage issue. The pump cover was opened and moisture was found throughout the inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.